Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low pacing impedances. The pace impedances were less than 200 ohms. The lead was not tested on the pacing system analyzer, but a fluoroscopy was performed and no damage was noted on the lead. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.